Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 4 months.  No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the driveline culture was positive for serratia. The patient was initiated on unspecified antibiotic infusion. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. The patient remains on vad support and no further related events have been reported. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.